Event description:
It was reported that extra material was noted on the balloon. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During preparation, extra material was noted on the balloon, which was present upon opening the device. Furthermore, aspiration was attempted, but the balloon would not alter the shape. The procedure was completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.